Event description:
It was reported that the guidewire stuck and spline bunching occurred. During a procedure to treat persistent atrial fibrillation with the farawave pulsed field ablation catheter and considered off-label use, upon first deployment into the left inferior vein, the catheter was very curved, and the catheter displayed a cobra shape. The catheter was continued in flower configuration throughout the case to access the posterior wall during a redo procedure and a mitral anterior line. The splines appeared bunched together but still allowed applications to proceed. As the case continued the bunching got worse, and recommendations to replace the catheter was advised. However, it was at the physicians discretion to not replace the catheter and complete the procedure with this catheter. When removing the catheter, there was difficulty pushing the wire back out after it had been pulled in during flower applications. It seemed to be stuck. The slider switch was pushed as far forward as possible and undeployed the collapsed basket to pull it back into the sheath, noticing it struggled to return to its original basket shape. Upon removal, the proximal tip was still dripping, and when in the basket, the wire could move in and out. The procedure was completed and there were no patient complications. Active clot time was within the range of 320-350. The catheter was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the farawave catheter was analyzed. Visual inspection noted that one of the splines in the distal cage was still inverted. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted. No evidence of guidewire stuck.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the guidewire stuck and spline bunching occurred. During a procedure to treat persistent atrial fibrillation with the farawave pulsed field ablation catheter and considered off-label use, upon first deployment into the left inferior vein, the catheter was very curved, and the catheter displayed a cobra shape. The catheter was continued in flower configuration throughout the case to access the posterior wall during a redo procedure and a mitral anterior line. The splines appeared bunched together but still allowed applications to proceed. As the case continued the bunching got worse, and recommendations to replace the catheter was advised. However, it was at the physicians discretion to not replace the catheter and complete the procedure with this catheter. When removing the catheter, there was difficulty pushing the wire back out after it had been pulled in during flower applications. It seemed to be stuck. The slider switch was pushed as far forward as possible and undeployed the collapsed basket to pull it back into the sheath, noticing it struggled to return to its original basket shape. Upon removal, the proximal tip was still dripping, and when in the basket, the wire could move in and out. The procedure was completed and there were no patient complications. Active clot time was within the range of 320-350. The catheter is expected to return for analysis.